Event description:
It was reported that during the implant procedure, the pulse generator exhibited a setscrew anomaly. The atrial lead could not be fully inserted into the header of the pulse generator, even with the use of mineral oil. The pulse generator was not implanted and a new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that it was difficult to insert the test lead into the pulse generators atrial port and the lead insertion force used to insert the lead was out of specification for the product.